Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') and complication of device insertion ('complications') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and complication of device insertion (seriousness criterion medically significant). At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain and complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('constant pain') and complication of device insertion ('complications') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant) and complication of device insertion (seriousness criterion medically significant). At the time of the report, the pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.